Manufacturer narrative:
The device was returned to zoll medical corporation and the device's main board was replaced to resolve the malfunction. It is important to note that the malfunction was present before the end user used the device during the reported event. Review of the device history logs indicate that the device failed a monthly test prior to the incident and was in a red x state. The device operated as designed within the limitations of technology available by alerting the end user that the device was not ready for use. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an (B)(6) year old male patient , the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.